Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has had multiple falls. Impedances were observed on both leads. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates that the surgical intervention was undertaken on (B)(6) 2026 where the thoracic lead was replaced while the cervical was left in place to address the issue and therapy was restored.